Event description:
As reported to coloplast, an end user reported that she went through a box of 30 catheters and when she got to the last one, she noticed a dead bug inside the wrapping of the catheter. She had not noticed anything in the previous 29 catheters but she said she has been having a lot of utis lately and wondered if it was related to the catheters. End user has 7-8 more boxes with the same lot number. She opened one of them and there were black crumb-like things on the outside of the catheter that rubbed right off but was concerned about the sterility of the product. She has been using the products for about 20 or so years and until recently has not had any problems. A few months ago, she also had a catheter that was cut at the end.

Manufacturer narrative:
The device is not available for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. A review of the product documentation reveals no related deviations, and no additional complaints have been received to date for this lot number. Should the device or additional information be received, a follow-up report will be filed.